Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report that they are experiencing low blood glucose levels. Customer's blood glucose reading was 20 mg/dl. Customer stated that the insulin pump did not alarm her low blood glucose levels. Customer reported that she treated her blood glucose with glucagon shots. Customer also mentioned receiving fall rate alerts and calibration error alerts while being a foot and a half away. Customer stated that there is an error and she has to reset the pump for 4 hours in order for it to work again. Product is not being returned or replaced.